Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the issue, allowing the sensor session to start successfully.